Manufacturer narrative:
This report is being filed on an international product, list number 02g23 that has a similar product distributed in the us, list number 4p54. (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect hbsag qualitative ii confirmatory results. The customer provided the following data: each sid generated a (B)(6) result using the hbsag screening test. Pi: (B)(6), (B)(6) 2018, (B)(6); repeat measurement in double determination after centrifugation on (B)(6) 2018: (B)(6). Pi: (B)(6), (B)(6) 2018, (B)(6); repeat measurement in double determination after centrifugation on (B)(6) 2018: (B)(6). Pi: (B)(6), (B)(6) 2018, (B)(6); repeat measurement in double determination after centrifugation on (B)(6) 2018: (B)(6). The initial results were tested using lot 85260fn00. The confirmatory test for all 3 samples was repeated using another reagent lot (87248fn00, manufacturer report number 3008344661-2019-00009); (B)(6) results, after sample dilution 1:500, were generated. For each patient; no hbv-specific antibodies were detectable. Hbeag was (B)(6). Each patient had (B)(6) clinical results. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. A clinical specificity testing protocol was executed using lots 85260fn00 and met acceptance criteria and determined the reagent is performing acceptably. The batch record review found no issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect hbsag qualitative ii confirmatory assay, list number 02g23, lots 85260fn00 was identified.